Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. The needle was returned to the manufacturer for evaluation. Testing found that the threaded screw hold on top of the stop was drilled through, preventing the screw from making contact with the biopsy needle. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the biopsy kit did not have cap that couldn't lock the needle in place. The site ended up using another kit. There was no patient present when this issue was identified.